Event description:
On (B)(6): customer reports during pt procedure the system table movement failed. Physician stopped the procedure and rescheduled the pt. Pt is fine. No reported injury. Customer did not provide any pt or procedural info, other than to say the pt is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.